Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that another 3ml syringe was found with material in the syringe. Verbatim: "we have had another 3ml bd syringe with material in the syringe."

Manufacturer narrative:
H.6. Investigation summary: one 3ml syringe was received in an opened package from batch #9302408 (p/n 309657). The sample was visually evaluated. Numerous brown foreign matter streaks and particles were observed to be embedded throughout the barrel. The fm was observed to be present in the tip, the collar, the wall and the flange areas with many particles larger than level 3 in size. The size and quantity of embedded foreign matter particles observed was rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 9302408 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that another 3ml syringe was found with material in the syringe. Verbatim: "we have had another 3ml bd syringe with material in the syringe."